Manufacturer narrative:
The pump user guide states: your pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of over 600 mg/dl; cause was due to an auto-off alarm. The customer reportedly interacted with pump buttons prior to insulin stopping on some occasions. Reportedly, the customer delivered a manual insulin injection to address bg. Tandem technical support recommended that the customer consult with their healthcare provider regarding elevated bg.